Event description:
The duett sealing device was deployed following a left heart catheterization (via a 5f sheath in the right common femoral). The patient was symptomatic of an arterial occlusion one hour post procedure with a cold, pulseless foot. An angiogram confirmed the occlusion, which was subsequently treated with a surgical thrombectomy. In reviewing the deployment, the physician felt that it had been correctly performed. The event was resolved and the patient was discharged with no further complications.